Event description:
As reported, after flushing a 4 mm x 80 mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter, it was not possible to advance the device onto a non-cordis .035 guidewire. It was reported that the device was blocked by a possibly injectable material. An unknown saber .035 pta balloon catheter was successfully used as a replacement with the same guidewire and no difficulty was encountered. There were no reported injuries to the patient. The saber .035 balloon catheter and the non-cordis guidewire were both flushed prior to use. The device was stored and prepped per the instructions for use (IFU), and there was no difficulty removing the protective balloon cover or flushing the guidewire lumen. The difficulty occurred during the initial use of the saber .035 balloon catheter. The guidewire was not inserted from the distal tip of the balloon catheter, and there was no damage to the guidewire. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.